Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced shortness of breath and presented to the clinic. Upon device interrogation, the left ventricular - lv lead exhibited a capturing issue. Testing revealed that the lead could not induce capture, even at various voltage levels. The patient was brought into procedure on (B)(6) 2020. An x-ray performed prior to the procedure revealed lead dislodgement. The lv lead was explanted and replaced within the same procedure. Patient condition was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.